Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head came apart [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while his wife used an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came apart. No symptoms developed. 14-jan-2016 received follow-up: the type of brush head used was an oral-b precision clean brushhead. No further information was provided.